Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the ventilator onsite. The fsr noted the ventilator was missing the flow sensor and exhalation corner bracket and cover. The ventilator was tested after those items were installed. The unit would "vent inop". Error logs were reviewed "bad exh cal". The exh was characterized with no success. The gas delivery engine (gde) was replaced. The fsr ran the operational verification procedure (ovp) and the unit passed all testing per manufacturer specifications. The vyaire failure analysis laboratory received the suspected component and performed a failure investigation. The reported issue was duplicated. The problem was isolated to an internal issue with the ifs. Additionally the u5 xdcr, diff press 0-4" h20 was found to measure low resistance on all counts when compared to a known good flow sensor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint number: (B)(4).any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator after passing est testing gives circuit occlusion and high pressure alarms. There was no patient involvement associated with the reported issue.